Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a trial procedure on (B)(6) 2017. During the procedure, the patient experienced discomfort. In turn, the doctor administered pain medicine around the intended lead location. The doctor decided to abandon the procedure because he believed some of the medication may have entered into the patient's epidural space. The patient was hospitalized following the abandoned procedure.

Manufacturer narrative:
The abandoned trial procedure took place on (B)(6) 2017, not (B)(6) 2017 as initially reported.

Event description:
The abandoned trial procedure took place on (B)(6) 2017.

Event description:
Follow-up revealed the patient's issue has resolved and she's doing well.